Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no audio for end of therapy alarm. The event happened at the oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.